Event description:
As reported via the edwards clinical specialist, this is an off-label transcatheter aortic valve replacement (tavr) procedure where the transfemoral delivery system was used via transapical approach. During valve deployment, the patient experienced an annular rupture. The patient had expired.

Manufacturer narrative:
According to the IFU, cardiovascular injury, such as perforation or damage (dissection) of vessels, are known potential adverse events associated with the tavr procedure, balloon valvuloplasty, aortic valve replacement and bioprosthetic heart valves. Oversizing of the valve (greater than or equal to 4.00 mm) in the presence of a calcified aortic root and obliterated sinuses are factors to consider. Correct sizing of the bioprosthesis is essential to help prevent annular ruptures. Events such as annular ruptures can result in profound hypotension and will require intervention to prevent permanent injury and death. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. The IFU/training manuals indicate that the device is intended for use via transfemoral approach. In this case, the device was used off label via a transapical approach. Furthermore, a 23mm sapien valve was implanted in an 18mm moderately calcified aortic root with moderate aortic leaflet calcification and a porcelain aorta indicating possible valve oversizing. The cause of the patient's death according to the physician was annular rupture. The safety and effectiveness of the edwards sapien transcatheter heart valve via ta delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.